Manufacturer narrative:
The previously reported tvr of the lad was used to treat restenosis. Also non-mdt stenting was used.

Event description:
During index procedure, the physician used one endeavor sprint drug-eluting stent to treat a lesion located in the lad. It was reported that approximately 34 months following the index procedure the patient experienced an mi event requiring revascularization of the target vessel which was carried out approximately 36 months post index procedure. Investigator assessed that the event was not related to the study device.

Manufacturer narrative:
Evaluation, results, conclusions: nherent risk of procedure ¿ (myocardial infarction). (B)(4).

Event description:
Previously reported mi was ischemic stable angina pectoris.